Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, an iqvia technician was onsite to perform the functional verification and observed the flow rate was 0.8 lpm with a circulation pump command of 100 percentage and inlet pressure of negative 5.8 psi in arctic sun device. Per wo notes, this was an indicative of a failed circulation pump and stated they would provide a depot repair quote.